Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue x3. It is unknown if sound was still coming from the device. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Manufacturer narrative:
Statement of the reported problem: philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction inoperative (inop). A good faith effort (gfe) was performed to determine if sound was coming from the x3 speaker, but no additional details were provided. The following functional tests were performed: the remote service engineer (rse) spoke to the customer and advised the customer to separate the x3 from the mx500 host monitor and to do a cold start. The customer stated there was no inop any longer. The device was operational after the cold start was completed. The cause for the reported issue could not be established. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device remains at the customer site.